Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the customer's label not adhering completely with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed on the tube exterior that would attribute to label adherence issues. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion based on evaluation of the customer photos, the customer¿s indicated failure mode for the customer's label not adhering completely with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed with the tubes. Root cause description based on the investigation, a root cause could not be determined. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer pst tubes with lh (lithium heparin) had label lifting. No serious injury or medical intervention.